Event description:
It was reported that during a routine functional output check, it was found the epg (external pulse generator) had no ventricular output at any setting. There was no patient involvement.

Event description:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the heart lead flex was out of specification due to a shorted diode. It was also noted that the upper and lower cases were broken, the ring cover was broken, two side bail covers were contaminated, the battery release, heart block, lead flex cover, heart wire contacts and battery drawer were contaminated, the battery contacts were compressed, and the keyboard pad was cosmetically damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.